Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sizeable air bubbles around the 0-rings in the reservoirs. Customer stated that if there are air bubbles, her blood glucose level goes up. Customer stated that she is wasting insulin getting the air bubbles out. Customer went from 100 units to 40 units today. Customer reported that she had to pull out the o-rings and reload it. Customer stated that she knows the champagne-sized air bubbles are not a problem, but the air bubbles she has in the reservoir are not that small. Customer declined troubleshooting for air bubbles. Customer's last blood glucose level was 86 mg/dl. Customer declined replacement pump. Customer was advised to talk to her health care professional about a different type of insulin. Customer stated that she wakes up with a low blood glucose level sometimes. Customer declined troubleshooting for high or low blood glucose levels. Customer stated that she gets air bubbles about every other day. No additional information provided.